Event description:
It was reported that this right ventricular (rv) lead recorded out of range shock impedance measurements. Technical services (ts) noted this is an advisory lead connected to a non-boston scientific device and recommended continued monitoring. No adverse patient effects were reported. This rv lead remains in service.